Event description:
The MFR rep reported stimulation abruptly ceased in 2006. Impedances were checked at the lead/extension connection, and the extension/battery connection. Stimulation resumed upon replacement of extensions. Refer to medwatch report # 2182207200701229.

Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.